Manufacturer narrative:
Device evaluated by MFR.: the 14f isleeve introducer sheath was returned for device analysis. The returned device consisted of an 14f isleeve introducer sheath with the dilator completely inside the sheath up to the hub with the tip of the dilator protruding out of the tip of the 14f isleeve introducer sheath. Visual and microscopic inspection revealed two of the three seams to be expanded with the tip split at one of the seams. The expanded seams and tip of the 14f isleeve introducer sheath occurred along the seam line and is expected with use, as the seams and tip are designed to expand with use to allow passage of delivery system and balloon aortic valvuloplasty devices during the procedure, therefore this type of damage is not considered atypical. There were also two kinks on the 14f isleeve introducer sheath, at 11.5cm and 15cm proximal of the tip. Device analysis confirmed that the end pf the 14f isleeve introducer sheath tip was damaged, but in an expected manner, not an atypical manner. A photo of the 14f isleeve introducer sheath was provided to aid in the investigation and was reviewed by a bsc quality technician. The photo showed the 14f isleeve introducer sheath tip was split at the seam. The split tip occurred along the seam line, consistent with what was observed upon device analysis. From the photo, it was not possible to determine if there was atypical tip damage.

Event description:
It was reported that atypical tip tear and dissection occurred. A transcatheter aortic valve implant procedure was being performed with use of a 14f isleeve introducer sheath for access. At the end of the procedure, during withdrawal of the 14f isleeve introducer sheath from the patient's anatomy, the end of the 14f isleeve introducer sheath tore in an atypical manner causing a dissection. Percutaneous transluminal angioplasty was performed. The patient is in good condition.

Event description:
It was reported that atypical tip tear and dissection occurred. A transcatheter aortic valve implant procedure was being performed with use of a 14f isleeve introducer sheath for access. At the end of the procedure, during withdrawal of the 14f isleeve introducer sheath from the patient's anatomy, the end of the 14f isleeve introducer sheath tore in an atypical manner causing a dissection. Percutaneous transluminal angioplasty was performed. The patient is in good condition.